Event description:
The customer obtained multiple, reproducible, unexpected negative vitros hbsag quality control results on (B)(6) control fluids while using the vitros eciq immunodiagnostic system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected using patient samples. No patient samples were run for vitros hbsag during the time frame of the event. There was no report of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that multiple, reproducible, unexpected (B)(6) results were recovered from a (B)(6) control fluid. The investigation has determined the most likely cause to be instrument related. An ocd field engineer performed service actions to the signal reagent and incubator subsystems of the analyzer. Following these service actions, acceptable (B)(6) quality control performance was obtained using the vitros eciq immunodiagnostic system. The likely root cause was found to be instrument related.